Manufacturer narrative:
Citation: authors:erin c. Saricilar, krystal dinh, , mtrauma1. Juanita n. Chui, igor banzic, and vikram puttaswamy is there a role for heli-fx endoanchors in treating type 1b common iliac artery endoleaks?; vascular and endovascular surgery 2024, vol. 58(3) 255¿262 doi: 10.1177/15385744231207019 earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding 'is there a role for heli-fx endoanchors in treating type 1b common iliac artery endoleaks?' The o bjective of this study is to report the first cohort of patients with evar and subsequent 1b endoleaks that were effectively treated with the heli-fx endoanchor system in the common iliac artery limbs. The time frame of this study was over 3 years. Multiple manufacturer¿s devices were used in the study population. Heli-fx endoanchors and an endurant stent graft were implanted during the endovascular treatment of a type ib endoleak (existing manufacturers stent graft unknown). It was reported approximatley 6 months post the endoanchor implant explantation of the aortic endograft due to contralateral limb fracture was required. During the explant procedure it was noted that one endoanchor had penetrated through the wall and adventitia of the right common iliac vein, requiring primary oversew repair of the vein with a lateral suture technique. After explantation of the endograft and endoanchor, an aorto-bi-iliac graft was sewn into position. The right common iliac anastomosis was performed in an end-to-end fashion with no challenges in suturing the graft to the area that the endoanchor was removed from. Good flow was present in the right common iliac bifurcation and into both right iliac arteries. After reversal of systemic heparin and coagulopathy, haemostasis was achieved. No bleeding was observed from the right common iliac vein. The cause of the limb fracture is undetermined.